Manufacturer narrative:
Batch review performed on 19 august 2024: lot 1954280: (B)(4) items manufactured and released on 15-may-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Investigation performed by medacta r&d hip project manager on 3 september 2024: from the received images, no additional information related to the event can be obtained, except that the part appears visibly worn, probably due to the high usage of the component. It is not possible to determine with certainty the root cause of the event, but a possible reason could be an excessive wear of the instrument together with a suboptimal handling/maintenance of the instrument (during transport or washing), or forces applied on the metal component during the usage.

Event description:
The trial liner monobloc dmf-mmetal ring came off during hip trailing. The trial could still be used but was not easily identifiable during x-ray for orientation. Surgery completed successfully.